Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 device codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Balloon shaft kinked proximal to handle due to packaging. Three (3) kinks/compressions in flex shaft at 2cm, 4cm and 8cm from flex tip. Kinks/compression in flex shaft confirmed in x-ray. No other abnormalities observed. Valve alignment was able to be performed with resistance (due to kinks/compressions in flex shaft). Imagery was provided from the site and revealed the following: tortuosity present in access vessels. Valve alignment, native valve crossing, and flex tip retraction not recorded. Valve not between alignment markers post flex tip retraction and prior to deployment. Valve deployed conical. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed with the provided imagery and evaluation of the returned device. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. In addition, a review of IFU/training materials revealed no deficiencies. An existing technical summary written by edwards lifesciences has been documented for root cause analysis root of valve alignment difficulty including alignment in non-straight section of anatomy (due to tortuosity) as well as secondary failures due to tension build up in the system including balloon leakage and withdrawal difficulty. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event. If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. Additionally, increased valve alignment forces can result in the valve's interaction with the balloon, causing the valve to compromise the balloon structure, subsequently leading to leakage. It is also possible that the balloon material became caught on the partially deployed valve during system retrieval attempts, leading to balloon damage. The reported withdrawal difficulty was likely the result of partially deployed thv being unable to re-enter the sheath tip due to the altered valve profile (partially expanded inflow). In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment and withdrawal step. It should be noted that these mitigations are still in place. Per IFU and training manual, the user is instructed to check to ensure the thv is exactly between the valve alignment markers prior to deployment. In this case, the thv was not centered between the alignment markers prior to deployment, and the user decided to deploy the valve despite it being positioned off markers. As a result, the valve was deployed conically and required a post dilation. As seen during product evaluation, the flex shaft was kinked/compressed on 3 locations proximal to flex tip. It was reported that difficulties were encountered during the fine adjustment steps. It is possible that the additional force applied to perform valve alignment caused that flex shaft to kink. In this case, it was reported that valve alignment was performed in a straight section of the aorta. No imagery was provided where the valve alignment was visible, however, tortuosity was observed in the patients access vessels. Therefore, it is possible that patient factors (tortuosity) contributed to the valve alignment difficulty. Available information also suggests that procedural (excessive manipulation and use error) factors may have contributed to the reported valve not between alignment markers and kinks on the flex shaft. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 29mm sapien 3 valve, in aortic position by transfemoral approach. During procedure, there was resistance advancing the delivery system with the valve through the sheath. Despite being attempted in a straight section of the descending aorta, fine alignment could not be completed and the valve could not be completely aligned between balloon markers. Subsequently, during valve deployment, the commander delivery system balloon only expanded the lower part of the valve. The valve remained in the aortic root in a half-expanded state which led to a temporary low cardiac output state. Several attempts were made to successfully expand the valve fully. The result was satisfactory. The height of the valve could be rated at 95/5 but the intended position was at 80/20. The patient was in stable condition and no injury was noted during procedure. As per medical opinion, the root cause of this event was probably that the delivery system was damaged by passing the esheath, which may have caused the fine alignment difficulties. As per pre-decontamination evaluation, 3 kinks on flex shaft of the commander delivery system were observed.